Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 714387-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (laparoscopic removal of bilateral essure implants as well as bilateral complete salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the uterus has a normal size and configuration. No intraluminal filling defects are observed. There are well positioned essure implants in place. The is no contrast within either fallopian tube. There is no abdominal spillage.. The lot number # 714387 is invalid most recent follow-up information incorporated above includes: on 10-may-2021: update of information (batch is invalid) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 714387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (laparoscopic removal of bilateral essure implants as well as bilateral complete salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the uterus has a normal size and configuration. No intraluminal filling defects are observed. There are well positioned essure implants in place. The is no contrast within either fallopian tube. There is no abdominal spillage.. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received : previously reported event "surgery" updated to "pelvic pain". Lot number, reporter, lab data added. Event ovarian cyst added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.